Manufacturer narrative:
(B)(4).

Event description:
The customer reported to philips healthcare that the heartstart xl intermittently failed to power on in normal and service mode. There was no patient involvement.